Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, performing multiple 30 j tests, and discharging multiple times into a simulator using a test mfc. Without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did not show any faults that could be associated with customer report.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the device is working as expected and placed back into service.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.